Event description:
This rv lead was revised. The impedance rose sharply. The physician used fluoroscopy to determine that the set screw was loose. The pocket was opened and the set screw was tightened. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.